Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device revealed fractured battery bond wires.

Event description:
It was reported that the patient was admitted to the emergency room with a heart rate in the 30s-40s and possible no output condition. Upon interrogation it was noted that the device had experienced a full electrical reset minutes earlier. The battery voltage could not be obtained. Ultimately the device experienced two other resets. The device was explanted and replaced. No further patient complications have been reported as a result of this event.